Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of staphylococcus aureus which is part of normal flora of the skin and nares and commonly associated with peritonitis caused by touch contamination during the pd exchange. Moreover, it was reported that the patient admitted to a breach in aseptic technique. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique/ touch contamination. Peritonitis is a well-known potential complication of pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted customer service to order additional cases of stay safe solution bags for a peritoneal dialysis (pd) patient who was receiving treatment for peritonitis. There were no reported issues with any fresenius products in relation to the peritonitis event. Upon follow up, the pd nurse reported that the patient was experiencing abdominal pain. As a result, a pd effluent culture was obtained (on (B)(6) 2019) which yielded growth of staphylococcus aureus. The patient was treated with vancomycin 1500 mg and ceftazidime 1000 mg daily intra-peritoneal (ip) on an outpatient basis. Reportedly, the patient is recovering from the peritonitis event and continues pd therapy with the same cycler without any issues. Per the nurse, the patient did not experience issues with any fresenius products, or any fluid leaks, in relation to the peritonitis event. The nurse indicated the patient¿s peritonitis was related to touch contamination as the patient admitted to a breach in aseptic technique.